Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresholds. During the explant procedure, cuts were noted due to the suture tie-down.